Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "(B)(6) calling from ccl, she said they had placed an iab and received helium loss 3 alarms and swapped out the iabp but continued to receive the alarms. They elected to change the iab before they connected with me. I discussed the alarm with j and how it was likely related to an internal kink and in the future, we may be able to help prevent another catheter insertion. I stayed on the line while they placed a new iabc without issue". No patient harm or injury. The patient status is reported as "fine".